Event description:
It was reported that the implant broke 8 months after being implanted. The pt was revised.

Manufacturer narrative:
Add'l info, has been requested and if received, will be provided on a supplemental report.